Event description:
It was reported that although the outcome of the pta procedure was good, it was difficult to remove the balloon from the 7f crossover sheath. A "longer" inflation time was also reported. The procedure was a peripheral procedure of the leg. A .035 guidewire was used and it was noted that the balloon was inflated one time only for 20 seconds. No injury to the patient was reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The sample was not returned for evaluation as it was discarded by the user facility. Based on the info received, the results are inconclusive and the root cause of the event is unk. The current IFU states: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.